Event description:
It was reported that the customer had a high blood glucose level of 499 mg/dl. Customer had woken up this morning with a blood glucose level of 265 mg/dl. Customer treated with 8 units of manual injection. Customer ran a manual prime and the insulin did exit. Pump settings were correct and a low reservoir alert was found in the alarm history. Customer will be sent a tubing clamp and will call back to continue troubleshooting when they receive it. Customer wants the pump to be replaced because he went through an x-ray with the pump. Customer called his health care provider and his blood glucose level was down to 484 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.